Event description:
It was reported that a small volume infusor leaked. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 10, 2014 to april 11, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch that contained the device. When the device was removed from the package, the cause of fluid inside the package was visually identified to be an untightened blue winged luer cap. The device was filled with water and the blue winged luer cap was tightened. The next day, there was no evidence of a leak from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.